Manufacturer narrative:
Evaluation of table revealed that the fiberglass sleeve jammed up against the base around the wheel covers and cracked. The table was crated and returned for further evaluation. Awaiting secondary evaluation results.

Event description:
While performing a procedure with the or table in reverse trendelenburg position, the table was lowered causing a loud cracking noise and grinding sounds. Pt was not injured and procedure continued.